Event description:
It was reported that there were two ventricular high rate episodes that occurred during surgery, which were possibly noise from electrocautery. It was also reported that there were indecipherable dual electrograms found on the pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2012. (B)(4).